Event description:
The customer states, that the cell-dyn sapphire analyzer generated hemoglobin result of 7.83 g/dl (78.3 g/l) for one patient in autoloader mode of operation. The results were not reported from the lab. The sample was repeated twice in open mode of operation obtaining hemoglobin results of 10.8 and 10.9 g/dl. Info regarding age, weight or other relevant history was not provided. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.